Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day of implant, the patient experienced a syncopal episode. It was suspected that the device was pacing into the patient's rhythm. Further review indicated that the device was functioning normally, and the device remains in use. No further patient complications have been reported as a result of this event.